Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The (B)(6) 2015 angiodynamics complaint report was reviewed for the bioflo PICC product family and the failure mode "sheath handle detached - both." No adverse trend was indicated. As this sheath is a purchased component for angiodynamics, the supplier, greatbach medical, was notified of the event via a supplier corrective action request (scar). Without receiving product for evaluation, they were unable to determine the root cause of the reported event, but have initiated further investigation. Possible root causes could be associate errors in tube placement, blow-off during manufacturing, or end user technique in breaking the handles. Their review of the device history records revealed one out-of-specification condition for sheath handle integrity initial break. They have opened a root cause investigation for this out-of-specification condition. Angiodynamics incoming inspection process controls for the sheath include a visual aql to verify that the device is free of damage or obvious defects, and that it breaks at the hub and separates into two complete pieces when the wings are pulled apart. ((B)(4)).

Event description:
Hospital reports that when placing a PICC, the wings broke off the peel-away sheath when the doctor attempted to pull the sheath apart. There was no patient injury or complications. The used sheath was discarded at the hospital.